Manufacturer narrative:
Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a breast augmentation revision with a mentor smooth round moderate profile 275cc and suffered from breast pain, capsular contracture baker grade iii, calcification, especially on the left side bilaterally. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 350cc on (B)(6) 2019. This medwatch is for the left breast implant.